Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had not used stimulation in a while because he had to turn it up so high that the vibration gave him more pain. The patient stated that they could not feel their legs and could not walk with it that high. The patient indicated that they would have a replacement. No patient symptoms or complications were reported in this event.